Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump stopped delivering insulin, after which the user administered subcutaneous insulin via pen and experienced hyperglycemia with a reported blood glucose of 306 mg/dl for approximately 1.5 hours. Symptoms included dry throat and feeling hot. Outcomes included elevated blood glucose requiring self-treatment with manual insulin injections without medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed the cause of the hyperglycemia was unclear. It was concluded that the event involved high glucose with uncertain etiology.